Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to thigh pain. Possible cause or contributor for pain not reported. The patient's accolade ii stem was revised to a restoration modular stem construct. Rep confirmed there are no allegations against the femoral head.